Event description:
The customer reported that the wrong bezel was installed and is broken. No patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/02/2018 to the present date 11/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the wrong bezel was installed and is broken. No patient involvement.